Manufacturer narrative:
This report is submitted on 06 apr 2021.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system.